Manufacturer narrative:
To date, this right atrial (ra) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead was repositioned and remains in service. No additional adverse patient effects were reported.